Event description:
It was reported that the post-operative device check showed the device measuring undefined right atrial lead impedance and high threshold. Magnified fluoroscopy of the device header did not reveal a malalignment, but micro-misalignment of the setscrew in the header block could not be ruled out. The physician elected to reprogram the sensing and pacing configurations and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).